Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 271 and 156 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 211 mg/dl using truemetrix air meter and 224 mg/dl using truemetrix air meter; customer is also concerned with the back to back blood test results being high. The product is stored according to specification. The test strip lot manufacturer's expiration date is 06/16/2018 and open vial date at time of call is one week. The meter memory was reviewed for previous test result history: the 123mg/dl (B)(6) 2017 07:43 am fasting:yes, the 90mg/dl (B)(6) 2017 07:43 pm fasting:yes, the 111mg/dl (B)(6) 2017 07:11 am fasting:yes, the 170mg/dl (B)(6) 2017 04:04 pm fasting:yes, the 133mg/dl (B)(6) 2017 07:06 am fasting:yes. Memory concerns:customer is concerned with 271mg/dl, and the back to back test results obtained today.